Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500mg/dl. Other blood glucose level was 191, 320mg/dl. Customer treated with insulin pump and manual injection. It was unknown whether customer using auto mode or not. Customer stated that they performed test, self test, displacement and fill tubing or cannula test all passed. The insulin pump will not be returned for analysis.